Event description:
The lead was returned to the manufacturer by a competitor following patient death, analyzed, and subsequently tested out of specification. There is no allegation by health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B)(4) outer insulation breached depression, proximal conductor distorted, proximal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer by a competitor following patient death, analyzed, and subsequently tested out of specification. There is no allegation by health care professional that the death was device related. Follow up with the clinic reported the patient died with end stage copd while in hospice. The patient had last been seen in the clinic (B)(6) 2010, was pacing 0.1% in the right ventricle, and was not pacemaker dependent.